Event description:
Boston scientific crm received information that this device had reached end of life (eol) battery status. Eol was reached with a charge time of 30 seconds associated with a battery voltage of 2.57 v. It was alleged the device had depleted prematurely. The device was explanted and replaced. No adverse patient effects were observed.

Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri) and eol. Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri and eol charge time indicators were declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated once the device is returned and analyzed.